Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged aortically. The patient was stable. The physicians made the decision to convert the procedure to an open surgical repair. The transcatheter valve was explanted and replaced. No additional adverse patient effects were reported.